Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The customer reported using the last retainer for multiple weeks and it feels like the interior edge is irritating and cutting their tongue. No additional information was reported.

Manufacturer narrative:
Report #3014845255-2024-03942 is a duplicate of report #3014845255-2024-00397 issued on 05-21-2024.